Manufacturer narrative:
The insulin pump was received with critical pump error due to moisture damage to force sensor. The pump was received with corroded electronic assemblies and corroded motor home switch, and cracked case. The pump was unable to perform displacement test, rewind, prime / seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Event description:
The customer reported via phone call that the insulin pump had damaged. Customer's blood glucose level was unknown. Customer stated that the insulin pump had cosmetic damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.